Event description:
A caregiver (cg) contacted global technical services (gts) regarding assistance with opening the door, which occurred on the home choice (hc) during use. The cg also reported a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), however they stated that the home patient (hp) did not report any adverse events or symptoms that correlate to an iipv condition. The initial drain volume equaled 130ml, and the total ultrafiltration (uf) equaled 3078ml. The technical service representative (tsr) assisted the cg to open the door and advised them to call back if any additional problems occurred. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The rn stated that she was aware of the alarm. She stated that the patient has liver disease and ascites causing them to have a large drain that night. She stated that the patient has been able to continue therapy successfully on the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products. Product surveillance followed up with the rn on (B)(6) 2012 to confirm if there was an iipv event. The rn stated the report of receiving a high drain alarm has no relation to the patient's peritoneal dialysis (pd) therapy, homechoice device, or any baxter solutions. The nurse reported the high drain alarm was due to the patient's ascites condition secondary to the liver disease. The nurse also reported the patient is no longer performing peritoneal dialysis and was transferred to hemodialysis therapy.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The following information was received from global pharmacovigilance (gpv). Gpv contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn reported the following information. On (B)(6) 2012, the patient began peritoneal dialysis (pd) therapy with dianeal pd4 ambuflex 10l (with 5 cycles total of 2l), nightly, and dianeal pd4 ultrabag, 2l total as a mid-day exchange, both administered intraperitoneally (ip) for pd. Per the pdrn, the patient developed liver disease and ascites approximately 10 years ago. Treatments for liver disease and ascites were unknown to the pdrn. At the time of this report, liver disease and ascites were ongoing. Sometime during the week of (B)(6) 2012, the patient discontinued pd therapy. On (B)(6) 2012, the patient switched back to hemodialysis. The patient's initial start date of hemodialysis (prior to initiation of pd therapy on (B)(6) 2012) was unknown. At the time of this report, the patient continued to receive hemodialysis therapy. The pdrn considered the events of liver disease and ascites to be unrelated to both pd therapy and the dianeal solution.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.